Event description:
Doctor reported that pt experienced swelling after a sinus lift procedure using pepgen p-15 and another product, biooss (not manufactured by dentsply). The pt was treated with antibiotics and it is reasonable to assume that the graft could fail and that another surgical procedure would be necessary to achieve the desired results.